Manufacturer narrative:
Insulin pump received with minor scratches on display window, cracked case on display window corners and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump had physical damage. There were cracks around the display window. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).